Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 320-325 mg/dl. Customer reverted to an alternate method of insulin delivery.